Event description:
The customer reported that prior to use on a patient, the unit generated an "error code" warning. The pt was switched to another unit and therapy was initiated. No pt injury was reported.